Manufacturer narrative:
Patient information was unavailable from the site. Imaging system was removed from the or and rebooted. Upon reboot, system functioned normally. On 18-apr-2014, a medtronic representative performed a full system checkout, with all checks passing. It was discovered that during reboot, the on/off switch had been turned on and off several times, causing the imaging system to become unresponsive. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site representative reported that the imaging system became unresponsive during a spinal fusion procedure. After a 25 minute delay, navigation was aborted, and the site continued the procedure with a portable x-ray device. The procedure was successfully completed with no adverse impact on patient outcome.